Manufacturer narrative:
(B)(4). The reported issue of channel disconnect event was confirmed via log review. A communication error event was replicated on the returned pump module with the pump module infusion levophed ((B)(4)). Pump module (B)(4) experienced a communication error with the pc unit and would have remained infusing at its last entered parameters but its infusion was stopped by the user when the channel off key was selected on the pump module. The log review also identified a possible power or communication loss on module (B)(4). This pump module was not returned therefore it is not possible to determine the cause of this error. Visual inspection of the right iui connector on pump module (B)(4), found it to be in poor condition with wear, contamination and corrosion present on its pins. The iui connectors on the other received devices were also in poor condition with the same observed issues. Based on the observed condition of the iui connector and the intermittent communication error event experienced during the investigation, the cause is being contributed to contaminated/corroded iui connector.

Event description:
Biomed reported the following: patient had 30mg/hr of levophed infusing on one module. When rn attached a new module to the existing module infusing the levophed, the module with the levophed shut off. The new module and existing two modules on the other side of the pc unit continued to work. Rn removed one of the electrolyte infusions and reprogrammed for the levophed. There was no patient harm reported and no medical intervention was reported. Although requested, no additional patient or event details were provided.